Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the material is damaged at the discharge holes of the dilators and cannot be pushed together in combination with blood. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The complained instruments were investigated based to the material and manufacturing documents, the investigation has shown that the instruments were manufactured according to the specifications. Based on this result, no product fault could be detected. Unfortunately we are not able to determine the exact cause of failure in retrospect and without further information, we can only assume that the failure happened due to improper handling.